Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range high pacing impedance. It was noted that the pacing impedance jumped abruptly to a new plateau several months ago. In addition, the rv lead thresholds appeared to rise along with the impedance increase. The lead remains in use. No patient complications have been reported as a result of this event.